Event description:
It was reported that the patient presented in clinic for a follow up. A fracture was noted on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to capped and replace the rv lead. The patient was in stable condition.

Event description:
New information notes that high pacing impedance were also noted.

Event description:
New information notes that high capture thresholds were also noted.